Event description:
Forty-two days post sapien xt implantation, the patient was admitted with late severe paravalvular leak (pvl). Following assessment of the patient's case, post dilation with a novaflex 29mm delivery system was performed forty-nine days post procedure. The balloon was prepped to nominal (33 cc) an additional 1cc was added to eliminate a posterior jet. The results revealed mild pvl and no central aortic insufficiency (cai). The team was pleased with the results. During the initial deployment of the 29mm sapien xt valve, 2ccs under nominal volume was used for inflation. After the initial deployment, there was zero pvl and no cai. Thirty-six days after the valve was redilated, the patient presented again with moderate to severe pvl. Of last communication, a surgical aortic valve replacement procedure will be performed. Review of medical records (operative, echo reports) revealed a well-functioning valve with trace pvl post procedure (tee), moderate eccentric regurgitation on day 42 post procedure (tte), trace ¿to-mild pvl after post dilation (tee) and well seated valve with present of an anterior pvl with moderate aortic insufficiency 36 days post dilation. The medical team reviewing the event was unable to determine a specific cause.

Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl cannot be determined; however, cardiac remodeling could be a contributing factor. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Manufacturer narrative:
A decision was made to explant the valve due to ongoing pvl (¿worsening symptoms of dyspnea and known dilated cardiomyopathy¿). During the operation, the transcatheter heart valve was noted be perfectly positioned. Visibly there was no obvious pvl from the aortic side. As reported, the valve was very nicely coapted to the aortic wall and the aortic valve leaflets. The aortic valve was trileaflet with calcified aortic valve leaflets and the calcification of the annulus. Significant calcium was noted below the left main coronary artery near the left and right commissure. The surgical valve was implanted and was noted to be in good position with no pvl identified. The patient tolerated that procedure well and was in stable condition.